Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) is with the patient who is about to go to an MRI and they ran into an impedance issue. When caller did the impedance test using the auto impedance check, the left stn on the monopolar was in the 4-5,000 ohms range and the bipolar contacts 0-3 and 0-2 were also 4 to 5,000 ohms. Caller then jumped to the 3.0v and the values were unipolar values were all orange, ranging from 4 to5000 ohms, and bipolar values for 0/2 4000 ohms, and 0/3 5000 ohms. 2/3 was 2036 ohms. Caller stated the left lead is not being used and asked if MRI could still be done. Technical services reviewed that MRI would not be recommended with these impedances. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.